Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing detached from hub event on (B)(6) 2024. The infusion set was in use for 15 to 20 minutes. The patient resolved the event by replacing infusion set and resumed insulin successfully. No further information available.